Manufacturer narrative:
Findings: unit function properly during functional check including rewind and basic occlusion, occlusion, prime, the excessive no delivery, displacement, self-test, unexpected test and all operating current test. Pump received with minor scratched display window, broken reservoir tube lip, cracked on reservoir tube window corner and cracked battery tube threads.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 39 mg/dl. The customer stated that the piece is coming off, breaking off on the top of the reservoir. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced. The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was 39 mg/dl. The customer was treated with (B)(6). Customer was offered to troubleshoot for low blood glucose but declined.